Manufacturer narrative:
The customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Since the product associated with the complaint was not returned, and a lot number was not provided, mfg record review was not performed and further investigation was not possible. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2014, inratio 1.2, lab 2.8. Time between testing unk. Therapeutic range: unk. Pt self tester unable to obtain sufficient blood sample; milking finger after fingerstick; sample not applied immediately after fingerstick.